Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported a sudden infection at the left lead in his brain in (B)(6)2011. An abscess was diagnosed as well. He could not move his arm and his speech was affected. He initially received intravenous (IV) antibiotics and then was on oral antibiotics for six months; rocephin and vancomycin. The entire system was removed on (B)(6) 2011 per the healthcare provider (hcp). The patient had a final checkup with his hcp in (B)(6) 2011 to confirm the infection was clear. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.